Event description:
Report received of air entering the syringe of the monitoring system. The patient was undergoing an electrophysiology procedure in which contrast is injected transseptally into the left atrium. It was reported that the manifold of the monitoring kit was connected to a venous catheter and the syringe was directly connected to the three-station manifold. The contrast line was connected to the station closest to the syringe. For subsequent contrast injections, it was reported that the contrast is pulled back into the syringe briskly. When the turbulence settles, reportedly air equaling approximately 1/2 ml or greater was noted in the barrel of the syringe. The syringe was kept upright to prevent air from being injected. When the amount of air was noted to be greater than 1/2 ml, the physician would manually expel the air and then reconnect the syringe. After encountering several episodes of air in the syringe, another monitoring kit was opened and the syringe from the second kit was used. It was reported that the same incident occurred; therefore, the physician decided to continue the procedure with the syringe from the first kit. There were no reported adverse patient effects. No medical interventions were required.